Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified symptom delayed keypad response. Eval processor printed circuit board. The processor printed circuit board was replaced.

Event description:
During baxter's eval it was found that a spectrum pump experienced a delay in keypad response. There was no pt involvement.